Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
"Clamp ball joint failed when hooks were placed causing patient injury." Additional information received from the assistant nurse manager noted that during a right sided craniotomy performed for the resection of an arterial venous malformation performed on (B)(6) 2011, the positioning arm of the leyla retraction system slipped causing a laceration to the middle cerebral artery. The treatment was a repair of the laceration to the middle cerebral artery. The surgery time was prolonged by 10-15 minutes for the repair. The surgical outcome was reported as "good." Per the director of biomedical engineering a medwatch report #(B)(4) was submitted.